Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 600 mg/dl due to a site issue. The site was infected and the customer experienced swelling, redness, pain, and discharge. Site issues were not a recurring issue. The customer treated the high blood glucose via manual insulin injections. The insulin pump was not returned for analysis.